Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.

Manufacturer narrative:
The 2af284 balloon catheter with lot number 00902 was returned and analyzed. Visual inspection showed that traces of blood were noticed at the catheter balloon segment. Additionally, the outer balloon at proximal attachment was torn and detached from the shaft. Smart chip verification showed that the catheter had been used for 19 applications. During the functional test the system notice (B)(4) ¿the safety system has detected a compromised outer vacuum¿ was triggered due to outer balloon detachment at proximal attachment from shaft. In conclusion, the reported balloon issue has been confirmed through testing and the balloon catheter failed the performance test due to the proximal outer balloon detachment from the shaft. If information is provided in the future, a supplemental report will be issued.